Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, during the right ventricular (rv) lead implant procedure, the lead thresholds had increased by the time the incision was being closed and continued to rise. A few days later the lead was repositioned several times, however,thresholds would continue to increase in each new position. The physician elected to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.